Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the attending health care professional noted the saline bag was almost empty. A catheter pinhole leak was suspected. No fluid was found on the floor or patient's bedside. The patient's had reached target temperature and was on maintenance phase when the issue noted. The reporter did not provide zoll with additional information's. No known patient consequences reported.